Event description:
It was reported via phone call that the customer was receiving no delivery alarms on the insulin pump. Troubleshooting was not possible at the time of the call, as caller did not have the insulin pump. It was advised to perform a set change as soon as possible and to call when the alarm occurs in order to troubleshoot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.